Manufacturer narrative:
Although no sample is being returned for evaluation, the investigation into this event has not yet been completed. Upon the conclusion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported, 10f biliary drainage catheter which had been in place for a week "fractured lengthwise." It was successfully removed and replaced with a new catheter. No patient complications resulted. The used catheter was discarded at the hospital.